Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device revealed breakage of the device. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  added: h6 (device)

Manufacturer narrative:
(B)(4). Examination of the returned device revealed breakage of the device. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The attune spacer block was reported for an unknown reason. There were no reported patient consequences.